Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the mitraclip became stuck on the clip introducer, ripping the clip introducer. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The clip delivery system met resistance advancing into the steerable guide catheter (sgc) and was unable to advance the guide track any further. The cds had not yet been keyed into the sgc. The operator pulled back on the cds and the clip became stuck on the introducer, ripping the introducer. The device was removed without further issue and another cds was used in replacement with the same sgc. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the results of the returned device analysis were unable to confirm the reported difficult to advance clip delivery system (cds) and difficulty removing the cds device as the clip retracted through the clip introducer (ci) without any issues. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per mitraclip instructions for use (IFU) clip delivery system insertion section states that "align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve". Based on this information, it appears that the reported improper or incorrect procedure or method appears to be related to user error due to user deviating from the IFU. All available information was investigated and the reported difficult to position (cds advancement) was a cascading effect of the user not following the IFU as the devices were not appropriately keyed. A conclusive cause for the reported difficult to remove the cds from the clip introducer in this incident cannot be determined. Lastly, the reported torn material appears to be related to the clip getting caught on the ci. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.